Event description:
It was reported that a ventilator became inoperative during patient use. The patient was removed from the ventilator. There was no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). Covidien customer support engineer (cse) inspected the device and the alleged malfunction could not be duplicated. The ventilator passed extended self-test, and short self-test.